Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and identified an issue with the tube¿s anode rotation. Since the system has reached end of service, no further work has been performed by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred while the system was outside of clinical use, and as per the system¿s instructions for use, a routine user checks program must be satisfactorily completed before using the system for its intended purpose. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that no x-ray was possible with the allura system. No harm was reported to philips. As per the field service engineer, the x-ray tube was making a loud noise during x-ray. Philips has started an investigation of this complaint.